Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead impedance is varying and high at times. Lead impedance is spiked to 2330 ohms and at time of call was 540 ohms. Device is still in use. No patient complications have been reported as a result of this event.